Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are cyst: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported a left side "cystic formation" - not related to the device, "small fluid layer medially to the prosthesis", and "broken devices." Healthcare professional later reported "the device affected by rupture was only the right side." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: visibility/palpability: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported a left side "cystic formation" - not related to the device and "small fluid layer medially to the prosthesis" via ultrasound. Device has been explanted and replaced with a non abbvie device.